Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence secondary to urethral atrophy. The existing aus was explanted and replaced with a new aus consisting of 7.0 cm cuff, pump, and balloon. The explanted aus, which was intact, is not expected to be returned. The patient was reported to be doing well after the procedure. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.